Event description:
It was reported that there was one episode of fast ventricular non-sustained tachycardia and a short interval count (sic) of two. It was also noted that there was a medication change around this time and further monitoring and testing were recommended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was oversensing with ventricular non-sustained tachycardia equal to 190 ms on (B)(4)-2012. (B)(4).